Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was warm to the touch while charging despite being in room-temperature conditions. Additionally, it was reported that the pump battery was depleting quickly. Multiple follow-up attempts were made by tandem technical support to complete troubleshooting for this issue; however, no response was received. The customer's blood glucose was 80-200 mg/dl.